Event description:
The international customer reported that the unit alarmed with no oxygen available message. The customer reported that the unit was not is use on patient. The field service engineer found that the oxygen pressure is low, after adjusting the o2 pressure, the device is ok.